Event description:
During a ureteroscopy, the laser severed the stone cone, and a fragment of the device was left in the patient. It was reported during follow up that the patient was stented and doing fine, and that a follow up procedure was scheduled to remove the fragment. It was reported that during further follow up that the fragment was successfully removed from the ureter with a grasper and that the hospital is retaining both pieces of the device. This device has not been returned for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and co is unable to determine if the device met its specifications. The company's directions for use state: "do not directly fire upon the device with a laser... Warning: to minimize risk of device breakage or patient injury, do not fire laser directly on any part of the stone cone."